Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). Investigation - evaluation: during the course of investigation, a dimensional verification, along with a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc), trends and a visual inspection of the returned introducer was conducted. The visual examination found the introducer was returned with the fitting separated from the sheath. It was noted that the dilator was not returned. No damage to the shaft of the introducer sheath was found, such as stretching or elongation. The flare was checked with a go/no-go gauge and appeared to be of adequate size; there was no damage to the flare. The flare also appears even and concentric per specification. Per the information provided by the customer: "during a common femoral atherectomy procedure, when trying to remove a 035 quick cross catheter, the hub separated from the sheath causing immediate bleeding. They were able to complete the procedure successfully." Upon additional questioning, the customer also stated that there was nothing was inserted into the lumen of the sheath prior to removal, i.e. Dilator, wire guide. Also, the patient's anatomy was both tortuous and calcified. A dimensional verification of the cap found it was out of specification. Per quality control (qc) specification, there is a confirmation that the correct sheath connecting cap and that the flare is caught securely in cap assembly. It is verified that the sheath does not rotate and that the coil in sheath continues into cap. The instructions for use (IFU) list steps for removal of the sheath. This includes, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." The root cause was determined to be related to manufacturing, user technique, and patient anatomy due to the information provided and the investigation of the returned complaint device. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. Per the health risk assessment (hra), no further action is required.

Event description:
During a common femoral atherectomy procedure on a patient with a tortuous and calcified anatomy; upon attempted removal of the catheter, the hub separated from the sheath; causing immediate bleeding. The procedure was completed successfully. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a common femoral atherectomy procedure on a patient with a tortuous and calcified anatomy; upon attempted removal of the catheter, the hub separated from the sheath; causing immediate bleeding. The procedure was completed successfully. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.